Event description:
The following information was provided: it was reported that the patient's left knee was revised due to loosening of the femoral component and subsidence of the baseplate. The femoral component, insert, and baseplate were revised, patellar component retained. There were no allegations against the revised insert. Rep can provide images, and confirmed that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
An event regarding loosening involving an unknown femoral component was reported. The event was confirmed via clinician review of the provided medical records. Method & results. Product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: a review of the provided medical records by a clinical consultant stated the following comment: the x-rays show a cemented ps left tka. There are marked lucencies at the prosthetic bone interfaces of the femoral component. Similarly, there are lucencies below the tibial tray and around the keel. The tibial component has subsided into varus. Mechanical loosening and failure of a cemented tka is confirmed. No information regarding revision surgery was provided. The root cause of this mechanical failure cannot be established from the information provided. Product history review: could not be performed as the device lot details were not provided. Complaint history review: could not be performed as the device lot details were not provided. Conclusions: a review of the provided medical records by a clinician indicates that the x-rays provided confirms the event of loosening. The exact cause of the event could not be determined because insufficient information was provided. Further information such clinical or patient medical history, patient demographics, operative reports or date of primary tka, dated serial x-rays, examination of explanted components. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
No new information.